Event description:
A report from the customer stated, "the device was fitted by the doctor in the morning, then the patent went home but felt that something was hurting during the evening; called the emergency services and the pt was re cannulated by the emergency doctor."